Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pt. Called and reported that; had a knee replacement on (B)(6), which went well. I'm just more concerned with the amount of stiffness in the joint has not gotten any better since the day of the surgery and I was just wondering if this is normal.